Event description:
It was reported that the user inadvertently started a freestyle libre 3+ sensor in the libre app instead of starting it through the ilet bionic pancreas mobile app, which prevented sensor pairing and caused ilet dosing to stop; the user planned to switch to a dexcom g7, and device involvement was limited to user setup and connectivity with no applicable hardware component. The user experienced a blood glucose peak of 400 mg/dl with no associated clinical symptoms. Outcomes included interrupted insulin delivery with no long-term health consequences or impact. User support included communication and analysis of information provided, and a review for device problems. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect setup procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.